Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was prompting an "error 5" message. Per the onetouch ultrasmart owner's booklet, this error message indicates the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on the afternoon of (B)(6) 2010. The cca noted that the patient manages her diabetes with oral medication (metformin). The patient denied taking any action regarding her usual diabetes management as a result of the alleged issue. However, on the morning of (B)(6) 2010, the patient claimed she felt shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the correct testing steps and confirmed that the test strip was drawing in the sample. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.